Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was having a continues issue with the senor not being accurate. Customer's blood glucose was 130 mg/dl and the sensor read it was 58 mg/dl. Customer then will calibrate and the sensor will go up to 350 mg/dl and blood glucose would be 200 mg/dl. Customer stated the sensor has to be changed out sooner then expected. That morning sensor reading was 135 mg/dl and she was 150 mg/dl. An hour later sensor was 300 mg/dl and her blood glucose was the same. Customer states that when she removes the sensors they are not damaged. Customer was unable to upload information to carelink. Troubleshooting was performed for sensor alerts. No further information reported.